Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. Root cause was undetermined.

Event description:
Customer reports receiving a suspected false positive result on (B)(6) 2022 when using the cue covid-19 test for home and over the counter (otc) use cartridge sn (B)(4) lot number 16408a, reader sn (B)(4) no additional information was provided regarding this suspected false positive event.